Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing and a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and oxygen blending module flow elements were replaced to address the issues.